Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the pump had alarmed "no disposable clamp tubing." The alarm was silenced, and the pump settings were reviewed (reservoir volume: 16.1 ml, continuous rate: 2.2 ml/hr, volume given: 83.95 ml). The pump was then powered off. The caller was instructed to close the clamp on the tubing, and the cassette was removed. Guidance was provided to gently tap the bottom of the cassette on a hard surface and massage the tubing to release any air bubbles. The cassette was reattached, the tubing was unclamped, and the pump was powered on and restarted. The screen displayed "run." Shortly after, the pump alarmed again with "upstream occlusion." The alarm was silenced, tubing clamped, and the cassette removed. No visible kinks were observed in the tubing. It was noted that the patient was using a 100 ml cassette at the bottom of the pump, not a spiked bag administration. The cassette was reattached, tubing unclamped, but the alarm persisted. The caller was instructed to remove the batteries from the pump and clamp the tubing. The patient was advised to contact the clinic upon opening for further instructions. Medication: 5-fu. The patient had not been harmed. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.